Event description:
It was reported that a female patient underwent a balloon kyphoplasty procedure (bkp) at l3 to treat an osteoporotic compression fracture. Approximately 11 months post-operatively, it was reported that a re-fracture was confirmed at the treated level but no health hazard was noted. The new fracture managed with conservative treatment using a corset. According to the report, "the surgeon commented that the event did not relate with bkp, and the event was caused by osteoporosis". No other patient complications were reported.

Event description:
It was reported that on (B)(6) 2011 (at the patient's regular visit), x-ray confirmed the fracture at the treated level. The event outcome has been updated to "resolving" from "unknown" with an outcome date of (B)(6) 2012. The physician considered that the event was causally related to bkp product as the fracture could have been caused by cement hardness in addition to the patient's predisposing factor of osteoporosis.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.